Event description:
It was reported that a user with the ilet bionic pancreas paired to a dexcom g7 continuous glucose monitor (cgm) experienced a transient loss of glucose readings on the ilet, after which readings reappeared without intervention while on the call. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention and no hospitalization. User support included remote troubleshooting and user education focused on connectivity and signal integrity between the cgm and the ilet. Investigation of this case revealed a temporary signal interruption between the cgm transmitter and the ilet, with function restored and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was intermittent loss of communication likely related to external or environmental factors.